Event description:
Patient had mucoid plugs blocking tube causing patient to become bradycardic and desaturate. Code was called. Neonate nurse practitioner (nnp) was doing compressions. Rn neopuffing through the endotracheal tube (ett). Respiratory therapist (rt) arrived and took over neopuffing and the neopuff was not functioning properly with administered pressures (the peep was to high). Rt adjusted peep valve and the peep valve and spring popped off in her hand. Rt quickly switched to neo t-piece circuit to ventilate during compressions. Suctioned ett pulled out several mucoid plugs. Patient recovered and placed back on ventilator.after the incident, further investigation showed that if the white peep valve is twisted too far in one direction (decreasing peep) it can completely pop off the neopuff t- piece circuit. Larger peep valves do have a stop mechanism to prevent the clinician from taking the valve apart. The t-piece circuit resuscitators do not currently have this safety feature.======================manufacturer response for circuit, infant w/peep valve, neopuff per site reporter).======================initial response was; "...cap is designed to be screwed completely off. This is a very rare occurrence since you will reach 0 peep before it is screwed completely off."